Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer has not able to give a bolus has new pump wants to program it. Customer reported via phone call that she needs programming pump assistance. Customer's blood glucose at time of incident was 500 mg/dl. The customer was assisted with programming time/date, basal rates, bolus wizard and fixed prime.